Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an air alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The air alarm was identified during functional testing. The cause of the condition was determined to be an out of calibration air sensor. To correct the condition, the air sensor was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.